Event description:
The implantable neurostimulator was returned to the manufacturer with no returned paperwork. Device registration system indicated the patient is expired. The cause of death and relationship of the death to the implanted device system is unknown. Please see MFR report #600003220090307. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis of the neurostimulator revealed, "no anomaly found." The device was functionally ok. Extension xr0070500n. The extension was ok, but cut through (suspected explant damage). Final device analysis revealed, "no significant anomalies.